Event description:
On march 4, 2010, leica microsystems received a complaint that while using a cm3050 cryostat, a lab technician experienced a cut on her finger that required stitches. The cutting blade on this model of cryostat can be actuated by hand or by using a footswitch. The technician was not using the footswitch at the time and the footswitch was off to the side of the cryostat. Another tech approached her, looking over her shoulder to see what she was doing. The second technician inadvertently stepped on the foot switch, actuating the blade while the user's hand was in the cryostat.

Manufacturer narrative:
Conclusion from investigation: no corrective action is required. Cause of problem was due to user error - user not following instructions in user manual. Reference page 9 and 10 of current operators manual requiring that the handwheel always be "locked" in a safe position before placing hands in cryostat.